Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. During service evaluation the device powered off without user input. The cause was identified to be a seizing motor that was pulling too much draw from the input/output printed circuit board. The motor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it powered off without user input. No additional information is available.